Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a transfer set; further described as the patient line of the homechoice cassette disconnected from the transfer set. This occurred during fill and dwell 1 of automated peritoneal dialysis (apd) therapy. Renal therapy services (rts) advised the home patient (hp) to close all the clamps and inform their nurse regarding the issue. Rts assisted the hp to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.